Manufacturer narrative:
Patient identifier, age at time of event, age at time of event (unit), describe event or problem and other relevant history updated. (B)(4).

Event description:
It was further reported that the procedure was completed with a 3.0x22mm non-bsc stent.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a kinetix guidewire. The device showed a separated tip and was not returned. It was determined by the length of a finished product and subtracting the returned product length and the remainder was the missing piece was approximately 3cm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the procedure was completed with a 3.0x22mm non-bsc stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the right coronary artery (rca). After a jr 4 non-bsc guide catheter and a non-bsc control valve were engaged, the physician attempted to wire the lesion with two 185cm kinetix¿ plus guide wire. However, upon placing the second kinetix wire, it was noticed that wire broke off at the transition from the radiopaque portion of the wire. Attempts were made to remove the broken part, but it was unsuccessful. The physician then advanced a non-bsc guide extension catheter and attempted to snare the broken portion of the wire but still, it was without success. Finally, the broken portion was then stented to the vessel wall with a bare metal stent. No patient complications were reported and the patient¿s status was okay.